Event description:
As reported by the user facility: bubbles noted throughout treatment. Air had to be removed from venous chamber multiple times. Clotting in the venous chamber noted.

Manufacturer narrative:
This report has been identified as (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.